Event description:
It was reported by the patient that 2 years post implant a realize adjustable gastric band, she was experiencing intermittent jabbing pain on the left side of the stomach. The pain started on the right side and moved to the left side. The patient reported not having any restriction. An upper gi was performed on (B)(6) and the results of the upper gi was that the surgeon could not see the tubing from the port to the band. A CT scan confirmed that the band tubing has disconnected from the port. The port was replaced in (B)(6) 2011, and reconnected to the band tubing. The patient was discharged home the same date.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).